Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) reported being hospitalized on (B)(6) 2025. Due to ¿dialysate filling the lungs.¿ follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of dyspnea. A chest x-ray determined the patient was suffering from bilateral lower lobe pneumonia, and the patient was formally admitted. The pdrn stated she was aware of the patient¿s allegation of dialysate filling her lungs, however the pdrn stated the statement was incorrect. The patient was treated with intravenous (IV) antibiotics (drugs, dosages, durations not provided) and was discharged in stable condition on (B)(6) 2025. The patient is recovering from the adverse events and resumed utilizing the same liberty select cycler at home without any reported issues. Per the pdrn, the adverse events were unrelated to any fresenius device(s), and/or product(s).

Manufacturer narrative:
Clinical review: based on the available information, the patient¿s liberty select cycler can be disassociated from having a causal or contributory role in the adverse events experienced by the patient. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) reported being hospitalized on (B)(6) 2025 through (B)(6) 2025 due to ¿dialysate filling the lungs.¿ follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of dyspnea. A chest x-ray determined the patient was suffering from bilateral lower lobe pneumonia, and the patient was formally admitted. The pdrn stated she was aware of the patient¿s allegation of dialysate filling her lungs, however the pdrn stated the statement was incorrect. The patient was treated with intravenous (IV) antibiotics (drugs, dosages, durations not provided) and was discharged in stable condition on (B)(6) 2025. The patient is recovering from the adverse events and resumed utilizing the same liberty select cycler at home without any reported issues. Per the pdrn, the adverse events were unrelated to any fresenius device(s), and/or product(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.